Manufacturer narrative:
On (B)(6) 2016 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer submitted pictures to aso on (B)(6) 2016 showing a rash on her skin as a result of using the device. Based on the information received, aso opted to file an MDR. Return samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. In addition aso has contacted the supplier of the tape for further investigation. Aso will follow-up as soon as additional results become available.

Event description:
Consumer stated that product caused severe painful rash around her healing wound. Also, consumer informed the rash was in the shape of the bandage.

Manufacturer narrative:
On 12/02/2016 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer submitted pictures to aso on 11/08/2016 showing a rash on her skin as a result of using the device. Based on the information received, aso opted to file an MDR. Return samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. In addition aso has contacted the supplier of the tape for further investigation. Aso will follow-up as soon as additional results become available. On 12/22/2016 received information from the supplier of tape regarding their results of the investigation.

Event description:
Consumer stated that product caused severe painful rash around her healing wound. Also, consumer informed the rash was in the shape of the bandage.